Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to the cuff not filling completely. A surgical procedure was performed to remove and replace all the components. No patient complications were reported.